Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 ; product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID: l-evolutfx-2329 ; product type: 0195-heart valves; implant date: n/a; explant date: n/a product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the valve dislodged. A second valve was implanted in the patient's native annulus. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. A non-medtronic guidewire was used (safari xs). The valve deployment starting point was at the bottom of the pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). Following the valve dislodging aortic, an implant depth of minus 3 mm on the ncc and 0 mm on the lcc was observed. The valve had a position of minus 2 to 3 mm against the aortic valve and a slightly floating position on the aorta side from the annulus was reported. Postoperative misalignment was a concern and a second valve was implanted. Of note, there was less calcification of the aortic valve and the physician wanted to place the valve at a shallower implantation depth to avoid coming in contact with the conduction system. Computed tomography (CT) scan at the facility showed a short membranous septum (ms) and less calcification which contributed to the valve dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description d4 - expiration date, serial number and UDI concomitant continuation of d10:  product ID: evolutfx-26 ; product type: 0195-heart valves; implant date: (B)(6) 2023; explant date: n/a product ID: safari xs ; product type: guidewire; implant date: n/a; explant date: n/a h4 - device manufacture date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2023-02600 for information pertaining to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.